Manufacturer narrative:
Post market vigilance (pmv) received two spacemaker preperitoneal dist balloons opened by the account with the appropriate packaging in undamaged condition. The products will expire on 2019/04. The visual inspection of device one noted: the balloon appeared intact. One of the valve doors was disengaged and not received. The insufflation bulb and obturator were not received. The visual inspection of device two noted: the balloon, was broken. The valve seal and doors appeared intact. The obturator and insufflation bulb were not received. Pmv performed functional testing; the balloon of device one was inflated, no leaks detected. The condition of device two was precludes functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic partial nephrectomy procedure. The balloon could not be inflated enough. Used another one but the balloon would not inflate. Then the balloon burst. Parts of the balloon fell into the cavity of the patient but were retrieved. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Occurred during a laparoscopic partial nephrectomy procedure. The balloon could not be inflated enough. Used another one but the balloon would not inflate. Then the balloon burst. Parts of the balloon fell into the cavity of the patient but were retrieved. There was no patient harm. The status of the patient is no problem.